Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was bone loss / fracture of the implant at tooth location #30. The implant was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The reported implant was returned for investigation. Visual evaluation of the as returned product identified a fracture around the collar and bone residue around the external threads due to usage. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. DHR review for the lot (62968275) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (62968275) and no similar event or complaint was found. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction did occur, and the reported event (implant fracture) was confirmed. However, peri-implantitis could not be verified as the exact details of event were unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-02296 that was submitted on (B)(6) 2023 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2023-02228 that was submitted on (B)(6) 2023.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2023-02296 that was submitted on (B)(6) 2023 is a duplicate of MFR report number 0001038806-2023-00563. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2023-02228 that was submitted on (B)(6) 2023. No additional reports will be submitted under MFR report number 0002023141-2023-02296.